Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had recently developed intermittent low flow alarms. These alarms were specifically observed on the mornings of (B)(6) 2025, with no events reported outside of those timeframes. A recent computed tomography (CT) imaging had revealed a kink in the outflow graft, which was believed to have contributed to the low flow conditions observed. The kink was suspected to be positionally dependent and may be exacerbated by certain sleeping or supine postures during early morning hours. The patient¿s spouse reported a gradual increase in clinical symptoms, including diminished exercise tolerance, generalized fatigue, and intermittent dyspnea on exertion. These findings were concerning for developing hemodynamic compromise. Given these evolving clinical signs, a focused analysis was requested. Log files were sent for review. The event log captured audible low flow events on 24jul2025 at 05:06 and 05:11, and on 25jul2025 at 04:46, 04:55, 05:02, 05:21, 05:2, 05:44, 05:49, and 06:04. Estimated flow during these was noted as low as 2.2 liters per minute (lpm) but generally the flow values hovered around 2.4 and 2.5 lpm. Sometimes these values were sustained long enough to trigger the audible alarm and at other times was not long enough for the audible alarm. These lower flows were associated with elevated pulsatility index (pi) values and typically meant that the lower flows were patient related and not ventricular assist device (vad) related.

Manufacturer narrative:
Section b3: date of event corrected. Manufacturer's investigation conclusion: the reported outflow graft kink could not be confirmed as no photos were provided, and the patient remains ongoing on (B)(6). Review of the submitted log files confirmed low flow alarms; however, a specific cause for these events could not conclusively be determined. The controller event log file contained events from (B)(6) 2025 through (B)(6) 2025, per the timestamps. The log file captured several low flow alarms in the setting of elevated pulsatility index (pi), as well as numerous low flow fault flags that were not sustained long enough to activate a low flow alarm. The log file also contained routine power source exchanges and pi events. No other notable alarms were captured, and the pump appeared to function as intended throughout the log file. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," provides an explanation of each of the pump parameters, including pump flow. This section also lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5 of the IFU, ¿surgical procedures", provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 further cautions that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient underwent a revision of the outflow graft to treat the kink, and low flow alarms resolved. The patient reported feeling well post revision during a clinic visit on (B)(6) 2025 with controlled blood pressure and mean arterial pressure. The patient was stable on their current diuretic regimen of 1mg daily bumex (bumetanide) and was no longer experiencing dizziness.